Event description:
The patient was revised because the insert was too thick and replaced with thinner insert.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states the patient was revised because the poly insert was too thick, replaced with a thinner poly component. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.